Event description:
It was reported that during implant, the helix would not move. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis indicates that the helix/lobe is distorted/bent. The analyst commented that the helix would not rotate when torque was applied to the connector pin. When the distal portion of the sleevehead was cut off, the helix spun freely. A black streak was noted on inside diameter of the mcrd on the removed portion of the sleevehead. Design history record shows no anomalies at time of manufacture. The lead appeared damaged at implant.

Event description:
It was reported that during implant, the helix would not move. The lead was not used. No patient complications have been reported as a result of this event.